Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed).

Event description:
It was reported that during implant a larger lead was attempted for the left ventricle (lv), but high thresholds resulted. That lead was removed. Another lead was implanted in a smaller vein. No patient complications were reported as a result of this event.